Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568 investigation results: media review: media provided by the customer showed image poor device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. The catheter was prepped per the instructions for use. During the procedure, the image shown was unusable. Brightness was adjusted and the device was flushed to try and fix air bubbles. Two more catheters had the same issue. The procedure was completed using an alternative device. There were no patient complications and the patient fully recovered.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. The catheter was prepped per the instructions for use. During the procedure, the image shown was unusable. Brightness was adjusted and the device was flushed to try and fix air bubbles. Two more catheters had the same issue. The procedure was completed using an alternative device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568.